Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
It was reported to baxter (B)(4) that two intermate lv 250 devices were leaking during use. This is report number 2 of 2. The devices had been filled with 0.9% nacl when the leaks were observed. There was no patient involvement. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Baxter received two (2) samples for evaluation. This is report two of two. Visual and functional testing was performed, and baxter was able to confirm the report of a leak. The root cause was missing film wrap. The root cause of the misassembled condition was due to operator error during the film wrap assembly process. As a result of this incident, the complaint sample was used to bring awareness to all applicable manufacturing operators. A batch review has been conducted which revealed product met all acceptance criteria for release. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.